Manufacturer narrative:
Bleeding gums may lead to a permanent impairment or damage to a body structure. The sonicare brush head is an accessory to the sonicare diamondclean power toothbrush.

Event description:
Consumer complained about bristles falling out and causing their gums to bleed.